Manufacturer narrative:
Patient information is unknown. Date of event: it is unknown when the event occurred. PMA / 510k: this report is for two (2) screws - unknown lot. Implanted/explanted dates: unknown. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was initially implanted with a 12mm elfn nail for a proximal femur fracture about 12 months ago. Reportedly, the first distal screw broke which dynamized the fracture, and subsequently the nail then broke at the level of the second recon screw. The nail took 3 hours to remove - multiple sets were opened to try and get nail out of femur - and was replaced with a 12mm 130deg x 400 pfna nail, 100mm blade and expert 5.0mm distal locking screws x 2. The surgeon is sure that the implants failed as a result of the fracture not uniting with review of x-rays and biology. Concomitant devices: two unknown hip screws. This complaint is for two (2) screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Unknown date approximately 12 months ago. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: recon screw (part 04.003.031, lot 9598567, quantity 1); recon screw (part 04.003.032, lot unknown, quantity 1).

Manufacturer narrative:
Part 04.005.554, lot 8130531: release to warehouse date: october 22, 2012. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: upon visual inspection, the screw is broken at the level of the thread, this thus confirming the complaint description. It has been returned only one part of the broken screw ¿ the part with screw head. Device history record review showed no issues. All the measurable features pertinent to complaint condition have been found conforming to specification. The visual inspection showed that the screw is damaged post production ¿ it is broken at the level of the thread. Due to the post production damage the length of the screw was not measurable. The screw core diameter and the relevant measurable features were re-inspected and found conforming to specification. There is no evidence of manufacturing related nonconformance. The review of the raw material for the items involved in the issue has been verified through review of certificates documented in the device history record. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from the manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.